Event description:
The head broke off the stem of the pip implant during impaction. A part of the device was pushed out of the bone but it was not able to be entirely removed. No other info was provided. Additional clinical info was requested; but not received at the time of this report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.